Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12 atm when inflated for 10 seconds upon second inflation. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon found no issues with the balloon material. The analyst attempted to inflate but it was not possible due to dried media in the inner lumen of the device. The device was soaked at 37 degrees celsius to soften the dried medium. After soaking the returned device was then attached to a boston scientific encore inflation unit and positive pressure was applied to attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at the proximal edge of a proximal section of blade. The markerbands and blades section of the device were visually and microscopically examined, and no issues were noted with the markerbands and blades of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. The tip was visually and microscopically examined, and it was noted that there were signs of damage on the distal edges of the tip. A visual and tactile examination found no issues with the extrusion shaft of the device. Multiple hypotube kinks were noted along several locations of the hypotube shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12 atm when inflated for 10 seconds upon second inflation. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.